Event description:
The user facility reported that during an unspecified type of endoscopy procedure, they experienced an image loss. There was no report of any pt harm, and the procedure was completed with a different but similar light source.

Manufacturer narrative:
Olympus followed up on this report to gather add'l info regarding the reported event, however, no detailed info regarding the occurrence was provided. The device referenced in this report was returned to olympus for investigation. The eval confirmed an image loss. The source of the image difficulty was isolated to a damaged rgb monitor cable connection, which interfered with the proper seating of the rgb monitor cable. One of the rgb monitor cable connector screws was broken and a portion remained lodged in the rear of the video processor. The cause of the broken connector was determined to be due to physical damage. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution. This is the second of two reports. Cross referenced MFR. Report # 8010047-2011-00150.